Event description:
An operating room coordinator reported that during a cataract surgery, twenty minutes after the incision was made, several error messages were displayed. The surgery staff did not understand these system messages. The patient's eye lens dropped in the posterior chamber and the surgeon stopped the surgery and transferred the patient to another hospital. Additional information was received from the surgeon who reported that during the phacoemulsification, she ordered ultrasound (us) and the system started increasing us. Then suddenly the system displayed several system messages. First, she changed the phaco tip. Then, she changed the handpiece. Nurse from the operation room increased the us manually. However, the same issue happened again. After one hour of struggling to understand the messages displayed, the surgeon decided to change into another system, but it was too late, lens eye was already in the posterior chamber. Then, the patient was immediately transferred to another hospital. The patient had a posterior vitrectomy and an iol was implanted in sulcus. According to the surgeon, the patient is now fine.

Manufacturer narrative:
Evaluation summary: the customer reported that during a cataract surgery a system message displayed. The operating team did not understand what the system message meant. The surgeon could not continue the surgery and the patient was transferred. The facility biomedical technician checked the system and requested service. The hospital requested that the staff be trained to avoid any similar event. The company sales representative, the product trainer, and the product manager noted some of the staff was already trained previously. Additional information received noted the during the simple cataract surgery, 20 minutes after incision, the first system message displayed on the screen. The system message was unknown and then several system messages displayed that staff could not understand and could not stop them. The event was stressful and the natural lens dropped in to the posterior segment. The surgeon stopped surgery and transferred the patient to another hospital. The footswitch was replaced and system is working. However, the customer will not use the system until is checked by the company service representative. The surgeon stated that during phacoemulsification, the surgeon stated ultrasound (u/s) phaco and the system started increasing u/s, and then suddenly displayed zero (0), then several system messages displayed. The surgeon tried many times to control it with the footswitch but u/s increased then displays 0. The surgeon changed the phaco tip then changed the phaco handpiece. The nurse manually increased u/s and the same issue reappeared. After 1 hour of struggling to understand the system messages, the surgeon decided to switch out the system, but it was too late. The natural lens was already in the posterior segment. The patient was immediately transferred to another hospital. According to the surgeon, the patient is ok. The patient had a posterior vitrectomy and a non-alcon intraocular lens (iol) implant was inserted in the sulcus. The patient will visit the surgeon next week for consultation and follow up. The surgeon reported that she had a surge or pressure during phaco while she was in the patient's eye. Predisposition to capsule rupture or zonular dehiscence can be influenced by many factors not limited to but including; congenital posterior lenticonus, posterior subcapsular cataract (psc). Poor visibility secondary to patients comorbidity [ie dense arcus, pterygium, band keratopathy, corneal scars interstitial keratitis] poor microscope illumination floppy iris syndrome (ifis), dense cataracts, asteroid hyalosis, or inadvertent patient movement. The contributor to the reported event may be patient preexisting condition, anatomy (myopia) and/or surgical technique. For a dropped natural lens to occur, a posterior capsular (pc) tear or zonular dehiscence must occur first. It is not known when the posterior capsular (pc) tear or zonular dehiscence occurred. If it occurred in the first 20 minutes prior to any issues and the system messages reported, the system and/or footswitch might not be a causal factor. A review of the service request (sr) indicates the customer may have experienced a system message (sm) stating that the desired function is not allowed when th footswitch treadle is down or buttons are pressed. The sr also indicates the customer's request for training and a replacement of the footswitch. As of (B)(4) 2014, this sr remains open. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause cannot be determined conclusively. (B)(4).